Event description:
It was reported that during an angioplasty treatment procedure, a balloon rupture occurred. The 90% de novo lesion was located in a moderately tortuous and moderately calcified distal right coronary artery. The physician advanced the 12mm x 3.25mm nc quantum apex mr balloon to the lesion for post dilatation and upon inflation to 10atms the balloon ruptured. The device was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).